Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The body of the guidewire was kinked. The kink on the body was measured from distal to proximal and the kink was located at 2.0 in. The spring tip was detached and did not return for analysis.

Event description:
Reportable based on the device analysis completed on 22oct2025. It was reported that the device was kinked. A rotawire drive was selected for use. During procedure, it was noted that the device got kinked. The procedure was completed with another of the same device. There were no patient complications. However, the device analysis revealed that the spring tip was detached.